Manufacturer narrative:
The proximal segment of the lead was returned and analyzed and no anomalies were found. Visual summary analysis of the lead indicated stretching and apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product(s): 5076-52 lead, implanted: (B)(6) 2005, sedr01 ipg, implanted: (B)(6) 2013, af3618c155xh stent, implanted: (B)(6) 2009, ilxch181885 stent, implanted: (B)(6) 2009, ilxch1824135 stent, implanted: (B)(6) 2009, ilxch1616115 stent, implanted: (B)(6) 2011, iexch161655 stent, implanted: (B)(6) 2011, ilxch161685 stent, implanted: (B)(6) 2011, ilxch121285 stent, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient developed a hematoma which required the removal of the implantable pulse generator (ipg). The post lateral right ventricular (rv) lead and the right atrial (ra) lead were partially explanted. The post left ventricular (lv) lead was capped. There were no performance allegations against any of the products. No further patient complications have been reported as a result of this event.